Event description:
It was reported 2 thunderbeat devices were failed during an uncertain procedure. The ptfe pad of one of the devices was melted. And the ptfe pad of the other was partially separated. The procedure was completed. There was no pt harm reported. This is first report about this case.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc), therefore omsc could not evaluate the referenced device. This manufacturing history was reviewed with no irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad was melted since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following report: 8010047-2015-00421.